Event description:
On (B)(6) 2026, a patient reported a product quality issue of bent cannula which led to high bg of 347 for over 90 minutes and the patient was not feeling any symptoms, and it came down after the infusion was change.

Manufacturer narrative:
Request was performed for additional information including sample return; however, sample return was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific sample return was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.